Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('my chronic back pain') and device dislocation ('my left coil centered on my body over the spine') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), migraine ("migraine"), vertigo ("have increasing vertigo problems") and device dislocation (seriousness criterion medically significant). At the time of the report, the back pain, migraine, vertigo and device dislocation outcome was unknown. The reporter considered back pain, device dislocation, migraine and vertigo to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- back pain, migraine, vertigo increased, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('my chronic back pain') and device dislocation ('my left coil centered on my body over the spine') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), migraine ("migraine") and vertigo ("have increasing vertigo problems"). At the time of the report, the back pain, device dislocation, migraine and vertigo outcome was unknown. The reporter considered back pain, device dislocation, migraine and vertigo to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- back pain, migraine, vertigo increased, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.